Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 1032 bd syringe 3 ml ll bns had broken plunger rods. The following information was provided by the initial reporter: "damaged and broken syringe."

Event description:
It was reported 1032 bd syringe 3 ml ll bns had broken plunger rods. The following information was provided by the initial reporter: "...damaged and broken syringe."

Manufacturer narrative:
Investigation summary: it was reported that plunger rod is damaged. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a plunger rod out of the syringe barrel. The plunger rod has a rib damaged. No other defects or imperfections were observed. This defect could occur if, during the assembly of the plunger rod to the syringe barrel, the plunger rod became damaged. A device history record review was completed for provided material number 301073, lot number 1256709. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10.